Event description:
I purchased the amo complete moisture care plus product, not knowing that this was the reason for all my eye problems. I went to two different eye drs, and they could not believe how bad my corneas were inflamed. They could not understand the reason until I saw the report on the news. I have had problems for several months, with blood red eyes, sensitivity to light, and my eyes feeling "sore". Dose: enough to rinse and store. Frequency: daily. Route: unk. Dates of use: five months 2006 - 2007. Diagnosis or reason for use: contact solution.